Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: date of implant should have been (B)(6) 2021 instead of (B)(6) 2021. This correction is reflected in this additional report 3.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-14132, 1627487-2021-14133. It was reported the patient was scheduled to explant their system for an unknown reason.

Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain event information.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the system was explanted with no complications.